Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Technical services (ts) recommended this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this pacemaker was explanted and replaced. This pacemaker is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Upon requesting device return multiple times, this device is no longer expected to be returned to boston scientific. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Technical services (ts) recommended this device be replaced. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Technical services (ts) recommended this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this pacemaker was explanted and replaced. This pacemaker is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Upon requesting device return multiple times, this device is no longer expected to be returned to boston scientific. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. Technical services (ts) recommended this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this pacemaker was explanted and replaced. This pacemaker is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.